Manufacturer narrative:
(B)(4). G2: event occurred in japan. The reported event could not be confirmed. No product was returned or pictures provided, therefore visual evaluation could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when removing the product, the sterilization tray containing the product was deformed, causing the outer and inner cases to become stuck together. This resulted in a 3 minute delay; product was used, and package was discarded. No additional information is available.